Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with femoral diaphyseal fracture. After the nail was implanted, reportedly the ball tipped guide wire could not be removed. The surgeon extracted the nail with the remaining guide wire. The surgeon found a cortical bone penetrated into the hollow part of nail. The surgeon removed the bone and re-inserted the nail. Reportedly when the nail reached to the distal bone, the nail went through the bone. The anteroposterior view showed a secondary fracture. The anterior cortical bone was ground and the inside or upper part was broken. It was reported the surgeon inserted the nail, the proximal part was rotated anteriorly and he felt some load; the surgeon hammered and subsequently the bone broke. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.